Event description:
The following was reported to davol via (ethicon) clinical study: per the study report and follow up with study contact, the pt had a possible recurrence of hernia following implant of a bard perfix mesh in (B)(6) 2014. In follow in (B)(6) 2015 a small lump was noted in site of surgery. The surgeon could not determine at that time if this is a hernia recurrence or not. No intervention has occurred to date. As reported the pt was feeling quite well despite the lump. The severity in the report was listed as mild and not a serious ae. The relationship to the device was listed as possibly related. Relationship to the procedure was also listed as possibly related. Onset date was (B)(6) 2015 and device malfunction listed as no. Follow up info was provided after the dr examined the pt again in (B)(6), reported that there is a recurrence of the hernia. The surgeon plans to revise the repair.

Manufacturer narrative:
At this time the cause of the hernia recurrence is unk. The degree to which the perfix plug may have caused or contributed cannot be determined. A review of the IFU shows that recurrence is listed in the adverse reaction section as a possible complication. A review of the mfg records was performed and found that the lot was manufactured to specification. If additional info is obtained, a supplemental MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.